Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator and handpieces. It was reported that while testing the new plasmablade x light with his own system using chicken, "he used the device on a chicken breast, settings were cut 6, coag 7. He had it activated for ~15 seconds and stated he noticed it happen more the deeper he went." "If you look closely, it looked like the raw metal blade was exposed at the tip¿. Additional information from technical services seemed to show that both the coating on the blade and the heat shrink had sustained some damage. The heatshrink had a piece missing. The incident was a faulty hand piece, not the generator, so the generator was still in use. There was no reported patient impact.